Event description:
It was reported that the customer had high blood glucose levels of 212 mg/dl. The customer reported trying to enter data into the insulin pump but the display of the insulin pump just kept scrolling up. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at a display window corners, cracked battery tube threads and minor scratches on the display window.